Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter hub fell off from the clamping sleeve at the patient¿s home. The patient¿s family noticed it and re-connected the hub. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of hub detachment is confirmed and was determined to be use related. One segment of a single lumen broviac catheter was returned for evaluation. An initial visual observation showed use residue on the sample. It was observed that the ink on the oversleeve was worn and the clamp was not engaged. It was also observed that the oversleeve was detached from the hub while the hub was still attached to the inner lumen. Some tensile weakness was noticed in the catheter near the hub. A circumferential impression was noticed at the approximate location that the distal end of the hub should be located. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion. The sample was then pressurized with a 12 ml syringe of water and no leaks were observed. A microscopic observation did not reveal any tears or holes in the catheter. The detachment of the oversleeve from the luer connector hub appears to be caused by excessive tensile force.